Event description:
Boston scientific received information that following the implantation of this right ventricular (rv) lead, the patient developed asystole with no oximetry pulse and no respiration. The patient then died. Prior to this lead being implanted, another lead of the same model was initially attempted but failed to capture at 5.0 volts despite several repositionings. Both the attending technicians and physician made statements that they felt the patient was dying and neither lead exhibited product performance issues. It was also reported that the lead was not suspected to have caused or contributed to the patient's death.

Manufacturer narrative:
This lead was not explanted and will not be returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.